Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The machine was reportedly swapped out and there was no patient injury reported.

Manufacturer narrative:
A dispatched fse could confirm the reported issue of ventilator failure and retrace it to problems with the ventilator motor which was replaced, consequently. Evaluation of the motor in the manufacturer's lab resulted in the finding that there were several positions where the motor did not provide mechanic power due to an abraded collector disc. Since the motor speed is being monitored continuously, the speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent which enabled the user to bridge the time until a replacement device was available. Dräger finally concludes that the device behaved as specified upon the malfunction of a single wear-and-tear component; no patient consequences have been reported. The repair exchange has fully solved the device problem.

Event description:
Refer to initial MFR. Report #9611500-2017-00120.